Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle 30g x 0.5" broke during use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿a pharmacy reported that a patient does the dilution and everything goes well however when he is going to administrate the product, the needle detaches¿.

Event description:
It was reported that the bd microlance¿ 3 needle 30g x 0.5" broke during use. The following information was provided by the initial reporter, translated from french to english. Verbatim: ¿a pharmacy reported that a patient does the dilution and everything goes well however when he is going to administrate the product, the needle detaches.¿

Manufacturer narrative:
H.6. Investigation: bd has not been provided with a photo or sample for catalog 304000 lot 180403 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd understands a defective hub connection issue took place. This issue could be probable cause of a defective connectivity due to defective luer dimensions or any damage in the syringe tip, but it may also be related with the handling of the product as some insufficient adjustment between the devices. The device history review showed no abnormalities or issues. No corrective actions are required at this time.